Event description:
Caller reported a malfunction on the pump, identified by malf 16 and non-resettable. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump with updated software, and the caller will use multiple daily injections as a backup therapy. The caller was instructed on storage mode and return procedures for the faulty pump and was informed about available training.